Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 23-nov-2021. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information and correction to g2. G2 - checked "other" to add the country japan. The following information is stated in the instructions for use which may have prevented the event: since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the wire is very short, the output is too high or activated while the wire touches metal parts of the endoscope, or the wire is tightened too strong. When the wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the wire will be pushed out toward the papilla or move sideways. If the wire breaks off, stop the output immediately and pull the slider completely to retract the broken wire into the tube. Then withdraw the instrument from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct and/or damage of the endoscope could result. Be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. In case the cutting wire contacts the forceps elevator, insufficient output or unintended tissue injury may occur. Do not activate output while the cutting wire touches the metal parts of the endoscope, or they are being close together. This could burn the tissue and/or damage the endoscope or the instrument. Olympus will continue to monitor field performance for this device.

Event description:
Olympus medical systems corp. (Omsc) received the following report from the non-healthcare professional. During an unspecified procedure, the subject device was used. The end of the subject device broke. The intended procedure was completed with another device. There was no patient injury reported. On (B)(6) 2021, omsc found that the cutting wire was broken off on the activation. This is the report regarding the cutting wire that was broken off on the activation.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The cutting wire was broken. The broken portion was scorched and melted. The outer diameter of the cutting wire was measured. The result indicated no abnormalities. The length of the coated portion of the cutting wire, and the cutting wire itself presented no abnormalities. There were no missing parts in the subject device. No other abnormalities were confirmed except the breakage of the cutting wire. The manufacturing record was reviewed and found no irregularities. Based on the results of confirmation of the device and the investigation results in the past, a likely mechanism causing the broken cutting wire might be the following. 1. The device was not protruded enough from the endoscope until the rear end of the cutting wire was in the field of view. 2. Due to the situation of ¿1¿ description, the cutting wire, and the endoscope were being close to each other. 3. The output was activated in the state of ¿2¿ description. This might have led to an electrical discharge between the cutting wire and the distal end of the endoscope. 4. An electrical discharge possibly occurred, and the cutting wire became hot instantly. That might have caused the cutting wire to break. Avoiding the above situations will prevent the cutting wire from breaking. The above device handling has been warned in the instruction manual.